Event description:
The customer reported that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.